Event description:
It was reported that the nurse noticed there was air in the IV line and no alarm went off from the 8100 module. Nurse able to stop the infusion before air reached patient. Patient not harmed.

Manufacturer narrative:
The customer¿s stated issue of ¿air in the IV line and no alarm went off¿ was not confirmed. Physical inspection noted the device was fair condition. The bezel was cracked at the bottom hinge. Internally, there were no observations of fluid ingress in the bezel or rear case. There was no contamination observed on the electronic or mechanical components. Review of the pcu error log shows no malfunctions. Five (5) ail alarms occurred on the (B)(6)2019 on the source device within the first five minutes of powering on the pcu. No ail alarms occurred on the reported event date of (B)(6)2019, the device was on for approximately 1 hour and 3 minutes that morning. The source device did alarm for accumulated air on (B)(6)2019 at 12:59 am and then was channeled off at 1:02 am. Functional testing resulted in the device successfully passing single air bolus detection and an accumulated air detection testing. The root cause of the customer¿s report was not identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the nurse noticed there was air in the IV line and no alarm went off from the 8100 module. The nurse was able to stop the infusion before air reached patient. There was no harm to the patient.